Event description:
It was reported that the patient¿s device had been overdischarged (od) twice and was replaced. The patient had been working a lot, was stressed out/busy and hadn¿t been taking care of himself, which included recharging. The patient stated stimulation was good when he used it. The od¿s were not due to poor coupling. There were no injuries related to the replacement and the patient recovered without sequelae.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis revealed no significant device anomalies. The battery had reached end of service due to 3 overdischarges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.